Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Preoperative diagnosis: degeneration of lumbar intervertebral disc it was reported that on (B)(6) 2015, during the surgery,the doctor found the product's head part slipped. He had to replace with a new one to complete the surgery. The product came in contact with the patient. No patient complications were reported

Manufacturer narrative:
Product analysis : "optical examination did not identify material deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample rmas found the implant able to be fully engaged into the rmas head. The implant appears to be capable of performing its intended function."